Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable root cause was component failure, the plug unit was not working. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported when connecting this olympus gastrointestinal videoscope to the tower they got the b30 communication error (scope communication error) during inspection for use. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.